Manufacturer narrative:
Please disregard the previous evaluation codes reported and investigation attached. All codes on section h6 had been updated to reflect the investigation of this event.

Event description:
Allegedly, she is having swelling of her knee since her surgery in 2013. Her watch also made her break out so she believes she is allergic to certain metals and her doctor wants this information prior to testing.